Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/12/2018, that on (B)(6) 2018, the patient experienced no audio output and an adverse event. The patient¿s husband found patient on the side of the bed on the floor with a blood glucose reading of 34 mg/dl and the urgent low alarm was not going off. Patient was taken to the hospital by her husband, but no information on treatment decisions were provided. It was reported that the patient experienced a bump on the head and some bruising but was doing fine at the time of contact. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.